Event description:
It was reported that the right ventricular lead exhibited intermittent capture and high thresholds. During explant, insulation abrasion was noted around suture sleeve area. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.